Event description:
The company received a report where it was claimed that the cuff broke during patient use preventing the cuff from inflating. The customer reported two occurrences on one patient. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.